Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2018. The customer¿s blood glucose level was 489 mg/dl at time of incident and current blood glucose level was 349 mg/dl. The customer¿s blood glucose level was 398 mg/dl. The customer had symptoms such as nausea. The customer was treated with bolus in the hospital. The customer was advised to follow up with health care professional concerning high blood glucose. The insulin pump will not be returned for analysis.